Event description:
Related manufacturer reference number: (B)(4). It was reported the patient¿s ipg was inoperable, and the patient experienced ineffective stimulation. Troubleshooting was attempted by a company representative to no avail. Surgical intervention took place wherein the system was explanted.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.